Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that an ultraflex tracheobronchial distal release covered stent was to be implanted in the lung to treat a malignant airway stenosis during stenting procedure performed on (B)(6) 2021. Reportedly, the patient's anatomy was not tortuous and was dilated prior to stent placement. During the procedure, the black stent deployment suture got stuck and the stent did not completely deploy. The stent was removed from the patient partially covered with deployment suture. Reportedly, the patient had a mild airway mucosal hemorrhage. There was no intervention performed to address the bleeding. However, the procedure was aborted. The patient was rescheduled for another stent placement procedure. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
H6: medical device problem code a27 is being used to capture the reportable issue of aborted/canceled procedure. H10: a fully deployed ultraflex tracheobroncial covered stent was received for analysis; the delivery system was not returned. Visual examination of the returned device did not find any damages to the stent. The reported event of stent partially deployed could not be confirmed; the stent was returned fully deployed and the delivery system was not returned. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, bleeding is an adverse event known and documented in the labeling. Taking all available information into consideration, the investigation concluded that there is not enough information to confirm the reported event as there was no indication of what the customer reported. The deployment suture was not returned for this complaint and the stent was returned completely deployed. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on may 14, 2021 that an ultraflex tracheobronchial distal release covered stent was to be implanted in the lung to treat a malignant airway stenosis during stenting procedure performed on (B)(6) 2021. Reportedly, the patient's anatomy was not tortuous and was dilated prior to stent placement. During the procedure, the black stent deployment suture got stuck and the stent did not completely deploy. The stent was removed from the patient partially covered with deployment suture. Reportedly, the patient had a mild airway mucosal hemorrhage. There was no intervention performed to address the bleeding; however, the procedure was aborted. The patient was rescheduled for another stent placement procedure. The patient's condition following the procedure was reported to be stable.